Manufacturer narrative:
(B)(4). Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported after injection into both cheeks and nasolabial folds with 2 syringes of juvederm ultra plus xc, pt's left side face "has a facial droop." Two additional syringes of concomitant juvederm ultra plus xc of a different lot number were also used. Pt was sent to the emergency room "to rule out anything more serious, such as a stroke," where they were prescribed "steroids" by an unk treating physician. The healthcare professional stated they believed "steroids" were given "in the off chance the pt had bell's palsy." Additionally, they also stated that "the ER doctor believed [the pt's symptoms were] related to the juvederm injection." This is the same event and the same pt reported under MDR ID #3005113652-2013-00114 (B)(4). This is the first MDR submitted for the first suspect product, juvederm ultra plus xc.